Event description:
IV pump indicated "battery failure", pump removed from patient care area and replaced with new IV pump. Manufacturer response for infusion pump, sigma spectrum (per site reporter). Baxter is on site working to replace parts.